Manufacturer narrative:
Date of event. Date is estimated; year is valid. Concomitant medical products: product ID: 3889-28, lot#: va1v09d, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 25-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since about (B)(6) or (B)(6) of last year, they had been going more. They were supposed to have their device replaced at that time, however surgery was postponed as someone from the surgical team came down with covid-19. It was noted that they had their wire replacement surgery on (B)(6) 2020.